Event description:
It was reported that after full implantation, a dent (or crack) was found on the trailing haptic. There was no impact to the optic of the intraocular lens (iol). The procedure was completed successfully and the iol remains implanted. Ophthalmic viscosurgical devices (ovd) was used during the procedure per the surgeon's usual standard. The was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Age, weight: unknown; requested but not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Email address: unknown; requested but not provided. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.